Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low voltage alarms while connected to their mobile power unit (mpu) that typically last 2 seconds prior to correcting itself. It had only happened twice in the last month. The patient was brought into the clinic (B)(6) 2026 to evaluate and test the mpu which was completely function and did not emit the alarm. Log files were sent for review. The log files captured low power hazard alarms and multiple other associated alarm types on 14mar2026 and 18mar2026. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. The log file also captured no external power events on 17mar26 due to the mpu cable voltages dropping out for roughly 3 seconds. The cause of this was unclear.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage alarms was confirmed via log file analysis. Review of the submitted log files revealed multiple instances of power cable disconnect and low power hazard alarms captured on (B)(6) 2026, as well as a no external power alarm captured on (B)(6) 2026. These events are consistent with a loss of ac power. The alarms resolved each time when external power was restored to the system. The backup battery supported the system without issue during these events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Reported information stated that the patient had low voltage alarms while connected to the mobile power unit that typically last 2 seconds prior to correcting itself. The mobile power unit, serial number (B)(6), was not returned for analysis. A root cause for the reported events could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power, low voltage, and power cable disconnect alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.